Event description:
It was reported that the user¿s gifted ilet had a cracked, unusable touchscreen, resulting in trouble using the device and transition to subcutaneous insulin via pen; the device was synced prior to shutdown and will be returned, and the device problem involved a fracture of the touchscreen. Symptoms included hyperglycemia with reported glucose up to 300 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.